Event description:
It was reported that the health care professional (hcp) called for review of device data. It was noted that the patient was just implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. A few days later there were a couple untreated episodes that had observations of railing noise. Technical services (ts) reviewed the data, and all subcunaneous-electrocardiograms (s-ECG) are clean with narrow upright normal qrs complexed with appropriate sensing. Ts recommended to get x-rays and discussed troubleshooting options. A save to disk was performed and analysis found there is a high concern for additional noise episodes being stored. It was recommended to have the patient perform a new patient-initiated interrogation (pii) and to program to secondary with 2x gain. The hcp called back a week and a half later and now the patient has received three shocks and is currently hospitalized. Ts could not find any information to corroborate the hcps allegation. No other information was known. It is unknown if the shock therapy was appropriate or inappropriate. At this time, the system remains in service. No additional adverse patient effects were reported.